Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 for diabetic ketoacidosis on with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with a shot of insulin. The customer stated that they experienced a no delivery alarm. The customer was assisted with the issue and was informed that the no delivery most likely only occurred during the boluses because there wasn't enough back pressure built up to trigger it during basal delivery. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.